Event description:
It was reported that carts were leaking, affecting the supplies of the customer. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.